Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may have over delivered insulin. The customer¿s blood glucose level was 74 mg/dl at the time of the incident. The customer filled a reservoir with 14.3 units, delivered a 24.1 unit bolus, and had 82.2 units left. The customer did rewind the pump before inserting the reservoir. The customer performed a self test and the units went down to 79.4 units. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.